Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.

Event description:
It was reported that the sensor had a missing electrode upon removal. The caller stated that there was a possibility that the electrode had interfered with the needle hub. The user also experienced a skin rash due to the sensor overtape. The caller did not know the blood glucose reading. The caller was advised to replace the sensor and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.